Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure the following day, the patient arrived at the hospital with a pocket infection. It was also noted that stimulation was observed on the left ventricular lead. The entire system was explanted. The patient was in stable condition.